Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine device check, the right atrial lead showed loss of capture. Upon investigation, it was noted that the lead was dislodged. The patient did not have any reported symptoms from the event. The lead was extracted and replaced with a new lead. The patient was in stable condition throughout the procedure.